Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump was damaged and the screen has missing segment on the top screen and black line that goes above screen. The blood glucose was unknown at the time of the incident. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no missing segments/partial display anomalies during testing. The insulin pump passed displacement test, sleep current measurement, active current measurement and self test. The pump was received with partially missing display window cover.